Manufacturer narrative:
G2: country japan . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for overactive bladder. It was reported that patient had an explant. On (B)(6) 2024, patient was implanted. Then the day after, (B)(6) 2024 after discharge, patient felt pocket heat. On their outpatient consultation on 2024-mar-11, according to the healthcare professional (hcp), there were signs of infection that were observed so the pocket was drained. The condition was monitored however did not improve so the implantable neurostimulator was removed. Patient had pocket infection. The cause was unknown. The hcp's opinion is that it might have become non-sterile in everyday life after discharge. Issue resolved.